Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl and the cgm did not read ¿high.¿ technical support instructed the caller to perform several corrective actions, including disconnecting tubing, tightening the t:lock, delivering boluses, and ultimately replacing supplies as necessary. The bolus was completed successfully, allowing the customer to resume insulin therapy.